Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 480 units of insulin, but customer stated the cartridge may have been overfilled. The customer was unsure of the amount of insulin that had been delivered, and declined to provide the amount of insulin that had been delivered. The customer's blood glucose level was 240 mg/dl. The customer declined to reload the cartridge during the call, and stated that the cartridge would be loaded after the call. Although requested, no further information was provided on the reported event.